Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn off below the ok button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, all of the keypad buttons were found to intermittently unresponsive and required multiple button presses. There was evidence of contamination found under all key contacts. The cover was observed to be peeling along the edge exposing the down arrow and ok button contacts.

Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons were intermittently unresponsive for about one year. The patient alleged a tear ran the entire length of the keypad. The pump was reportedly not exposed to water. The patient reportedly wore the pump in a pouch attached to the waist and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.